Manufacturer narrative:
H4: device manufactured on may 26, 2022- may 27, 2022. H10: the device was received for evaluation. Microscopic inspection of the device was performed, and no particulate matter was observed in the fluid pathway of the container. The fill port cap was removed, and no issue was observed with the connector or cap area of the actual sample. No particle was observed during sample analysis; however, since the particle was identified by baxter compounding the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter address:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finish product. There was no patient involvement. No additional information is available.